Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified aorta and iliac artery. A 8.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during the sixth inflation at 14 atmospheres for 14 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another mustang balloon catheter. No patient complications were reported and the patients status was stable.